Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insulin syringe with the bd ultra-fine¿ needle the patient was unable to inject insulin (clogged/blocked)/ unable or difficult to aspirate the following information was provided by the initial reporter: consumer reported "the needle will not draw and as he looked to see air being released in the vial, he said the air was not being released. Does not re-use".

Event description:
It was reported during use of the bd insulin syringe with the bd ultra-fine¿ needle the patient was unable to inject insulin (clogged/blocked)/ unable or difficult to aspirate. The following information was provided by the initial reporter: consumer reported "the needle will not draw and as he looked to see air being released in the vial, he said the air was not being released. Does not re-use".

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) 30gx12.7mm, 0.5ml bd insulin syringe from an open polybag from lot 9144833. Consumer reported that the needle will not draw. The returned syringe was examined, then tested for flow: the syringe was unable to draw or expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. A review of the device history record was completed for batch# 9144833. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [b)(4)] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: after visual evaluation of the sample and from level a investigation report on (1) syringe returned from the customer appeared to have silicone clog inside the cannula. A wire test was then performed: the wire passed through the cannula, however there was a small, clear residue observed a tip of the wire. Under the microscope the residue was identified as residual silicone. This clog would be the cause for the syringe to not draw properly (as reported). Process: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.